Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely caused by wear and tear of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a therapeutic transurethral resection of bladder tumor, the electrode ball was noted to be missing and had come off the whole electrode. The physician checked the bladder and urethra for the foreign body. It was noted the device had come out of the third-party suction tubing. No x-ray was done to confirm as the surgeon was comfortable that the device had been removed from the patient. The procedure was prolonged by 10 to 15 minutes. No additional treatment was required. The patient is in recovery with no issues noted.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.